Event description:
A surgeon reports an unspecified number of cases of hypo-correction following intraocular (iol) surgery. The association between the events and the iols is not known. Additional info has been requested.

Event description:
The surgeon provided additional info indicating he felt the event was related to a measurement error.